Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the images provided. Upon inspecting all the images provided under notes & attachments section, the x-rays doesn't show any migration of the connectors conn o/c angld 5.5-6.35x6.35ti from the rods, hence the allegation can't be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp, osh, nkb, mnh, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient had an old previous competitive hardware at the posterior t5-t9 levels unknown in origin. It was a hook construct. On (B)(6) 2021 the surgeon needed to do a posterior spinal fusion on the patient from t10-l3. He placed synthes spine uss screws from t10-l3. When placing the new rods, he decided that he also wanted to try and connect to the old t5-t9 construct. He used expedium universal connectors to connect the uss construct to the old construct. At an unknown point after the (B)(6), revision surgery, the patient complained of a noise coming from his back during flexion and extension. The surgeon concluded that this was due to the universal connector moving on the old rod. On (B)(6), the surgeon removed only the universal connectors that connected the old and new rods in an effort to fix the noise issue. Both connectors were still tight and connected to both the old and new rods. The surgeon thought that the old unknown rods might have been too big to adequately connect using the variable 6.35mm - 5.5mm universal claw connector. Procedure was completed successfully by removing the connector. This report is for (1) expedium spine system variable open/closed pivoting connector 6.35 x 5.5-6.35mm. This is report 1 of 2 for complaint (B)(4).